Event description:
It was reported that the balloon ruptured and became detached inside of the patient while performing one final pass to remove normal platelet thrombus during an embolectomy of an av fistula in the arm. It was further reported that a CT scan, ultrasound and echo of the heart were performed to locate the balloon, but unsuccessful. There were no patient complications or injuries reported.

Manufacturer narrative:
No adverse event. Removal of the balloon was not attempted, as it was reported that a CT scan, ultrasound and echo of the heart were performed to locate the balloon, but unsuccessful. Evaluation results: examination of the returned catheter determined that the balloon and both distal and proximal windings were detached from the tip of the catheter. The directions for use (dfu) for edwards model number 120804f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.